Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete. After turning the pump back on the customer stated a screen instructing the customer to contact tandem technical support was displayed. There was no reported impact to the customer's blood glucose level. Multiple follow up attempts were made to confirm the notification the customer received and to complete troubleshooting with the customer. However, no additional information was provided.